Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was blank. Customer blood glucose reading is 143 mg/dl. Troubleshoot was performed. Customer cannot recall the cause of the blank display. Customer battery cap was not damage. Customer was using aa (B)(6) battery; 4 new batteries was inserted but the display did not return. Customer was advised to remove the battery for 10 minutes and reinsert it. Customer also reported high blood glucose reading but declined troubleshooting. Customer was advised to discontinue use of the pump and revert to backup plan per healthcare provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with blank display due to battery cap missing the metal contact. Installed test battery cap and continued testing. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.